Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and the battery compartment was found to be cracked. The battery compartment was examined and found that the battery compartment threads were stripped. Unrelated to the damaged battery compartment issue, the audio bolus button was missing from the pump and was unable to be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas. Product analysis evaluated the pump and a damaged battery compartment. This report is made based on the results of evaluation.